Manufacturer narrative:
Outcomes attrib to adv event updated to include death. Type of reportable event updated to death.

Event description:
It was reported that a perforation, pericardial effusion and a death occurred. On (B)(6) 2018 a left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and 27mm watchman laa closure device & delivery system (wds) were used. The procedure was successful with the seal being complete and had no patient complications. When the wds was being advanced the was perforated the laa. After this it was noted that there was a pericardial effusion. The physician deployed the device into the pericardial space hoping that this would slow the bleeding. The device was left inside the patient and a pericardiocentesis was performed. Blood was aspirated from the pericardial space and auto transfused back into the patient. The patient was stabilized and the physician did a partial recapture of the closure device and deployed the closure device at the ostium of the laa. At this time the patient's blood pressure began to drop and more blood was aspirated and auto transfused. The device was released and the patient stabilized, but the bleeding would not stop. The physicians decided to send the patient to surgery. The perforation of the laa was sewn and the device was left in place. The patient was doing well 1 day after this event and was extubated. On (B)(6) 2018 the patient decompensated and passed.

Event description:
It was reported that a perforation, pericardial effusion and a death occurred. On (B)(6) 2018 a left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and 27mm watchman laa closure device & delivery system (wds) were used. The procedure was successful with the seal being complete and had no patient complications. When the wds was being advanced the was perforated the laa. After this, it was noted that there was a pericardial effusion. The physician deployed the device into the pericardial space hoping that this would slow the bleeding. The device was left inside the patient and a pericardiocentesis was performed. Blood was aspirated from the pericardial space and auto transfused back into the patient. The patient was stabilized and the physician did a partial recapture of the closure device and deployed the closure device at the ostium of the laa. At this time the patient's blood pressure began to drop and more blood was aspirated and auto transfused. The device was released and the patient stabilized, but the bleeding would not stop. The physicians decided to send the patient to surgery. The perforation of the laa was sewn and the device was left in place. The patient was doing well 1 day after this event and was extubated. On (B)(6) 2018 the patient decompensated and passed.